Event description:
It was reported that a malfunction alarm occurred due to a momentary power loss to the vibrator motor. Blood glucose level was not adversely impacted, remaining well within normal range. Technical support provided pump reset information, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappeared.